Event description:
On (B)(6) 2023, a perceval valve size 23 was implanted in a patient. Since the valve was migrated post-surgery, it was explanted on (B)(6) 2023 and changed to competitor's valve. No further information is available at this time.

Event description:
On (B)(6) 2023, a perceval valve size 23 was implanted in a patient. Since the valve was migrated post-surgery, it was explanted on (B)(6) 2023 and changed to competitor's valve. Based on the further information received, no post-dilation ballooning was performed, no perivalvular or central leak was detected. Reportedly, no problem with the functionality of the valve was noted and there was no abnormal geometry in the patient's annulus. No further information is available.

Manufacturer narrative:
The valve was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The visual inspection confirmed the presence of pannus, in particular, on the sinusoidal structures between the posts #1 and #2 and around the sealing collar. The manufacturer is retrieving and reviewing the device manufacturing records. A follow up report will be provided upon completion of this review.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model # icv1209-jp, s/n #(B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209-jp) perceval heart valve at the time of manufacture and release. The valve was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The visual inspection confirmed the presence of pannus, in particular, on the sinusoidal structures between the posts #1 and #2 and around the sealing collar. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review and analysis performed, no manufacturing deficiencies were noted. From the performed analyses on the device, the reported event cannot be explained by any factor intrinsic in the involved device. Should further information be received in the future, a follow up report will be provided.